Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient calling inbound line asking for information as to why her device when it gets low on battery gives her a burning pain. She asked to speak to someone about her device. The rep gave the number to patient services and advised to speak to her doctor about medical issues. Additional information was received from the patient. It was reported that the patient reiterated the burning pain and mentioned stinging. Sometimes the patient had to sit down to charge because they were getting the burning pain. The patient confirmed the feeling was not caused by recharger antenna and patient felt it without recharger being over ins. The patient felt the feeling when ins charging level went down to 30-40%. The more the patient was late to charge the ins, the more burning patient felt. Something felt hot inside. The feeling disappears when patient charged ins to 100%. But after ins goes down to 50%, like a day after patient recharges, patient starts feeling the burning. The issue started maybe in the (B)(6) 2021, like july, august. The patient tried turning ins off. The patient also mentioned when they felt the battery with their hands, the battery felt loose but patient thought maybe it was just them. The patient said they are maybe 120 lbs and patient thought maybe they lost some weight. The patient can sometimes feel ins moving but thinks maybe it is just them. The patient said they did not wear jeans anymore because it was uncomfortable. The patient felt burning like it was on fire. The patient said they had a fall in the summer 2021. Hcp did x-rays after the fall and everything was positioned correctly. Redirected to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient calling inbound line asking for information as to why her device when it gets low on battery gives her a burning pain. She asked to speak to someone about her device. The rep gave the number to patient services and advised to speak to her doctor about medical issues. Additional information was received from the patient. It was reported that the patient reiterated the burning pain and mentioned stinging. Sometimes the patient had to sit down to charge because they were getting the burning pain. The patient confirmed the feeling was not caused by recharger antenna and patient felt it without recharger being over ins. The patient felt the feeling when ins charging level went down to 30-40%. The more the patient was late to charge the ins, the more burning patient felt. Something felt hot inside. The feeling disappears when patient charged ins to 100%. But after ins goes down to 50%, like a day after patient recharges, patient starts feeling the burning. The issue started maybe in the (B)(6) 2021, like july, august. The patient tried turning ins off. The patient also mentioned when they felt the battery with their hands, the battery felt loose but patient thought maybe it was just them. The patient said they are maybe 120 lbs and patient thought maybe they lost some weight. The patient can sometimes feel ins moving but thinks maybe it is just them. The patient said they did not wear jeans anymore because it was uncomfortable. The patient felt burning like it was on fire. The patient said they had a fall in the (B)(6) 2021. Hcp did x-rays after the fall and everything was positioned correctly. Redirected to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.